Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. There was no physical damage in the area where the foreign object remained. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. The preventive measures are described in chapter 5, "reprocessing the endoscope" of the instruction manual gif/cf/pcf-190 series reprocessing manual. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.